Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient accidentally turned their device off and when they turned the device back on they felt a "jolt". No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that this was not unexpected when turning the device on and off. The patient is scheduled for programming on (B)(6) 2019 and the hcp was to lower voltage when turning the device on and off. The issue was resolved, as it was temporary. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that in the process of the monthly checking of the voltage level of the battery, the patient mistakenly turned off the battery and when they turned it back on about four hours later, they felt a jolt. No steps were taken to resolve the issue. The issue has not been resolved. No further complications were reported.